Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code captures the reportable event of cutting wire broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a biliary stones removal surgery procedure performed on (B)(6) 2018. According to the complainant, during the procedure, in order to remove the bile duct stones, papillotomy was performed. As the device approached the papilla ready for papillotomy; however, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second stonetome. There were no user injuries nor patient complications reported as a result of this event.